Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a non-calcified and non-tortuous lad lesion exhibiting 90% stenosis. The lesion was pre-dilated. There were no issues noted during delivery of the device. Device was inflated to 18 and to burst pressure. It was reported that directly after stent implant an aneurysm occurred. A visual protrusion in the aneurysm was noticed, no chest pain reported, hemodynamic was ok, no stent boost option available. The physician analyzed the protrusion as a stent fracture. Post dilation was performed on the stent and a nc balloon was used to finish the case. Stent protrusion was still visually appear at the end of the case. The patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.